Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation it was noted that the pacemaker exhibited under-sensing and r-wave over-sensing. The pacemaker was reprogrammed. The patient experienced no consequences.

Manufacturer narrative:
Further information was requested, but not received.